Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: the pump does not recognize filled cartridge. Reportedly, the sensor stopped recognizing cartridges during the load step and was pushing insulin out. This began at the end of last year and would do it 1-2 times per month. The patient reports that he would then try different cartridge and it would work. The patient did not have the pump available for troubleshooting. This complaint is being reported due to the allegation that the pump dispenses insulin during the load step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.